Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: ¿ e315 error (terminal buckling of the scope connector socket a communication error between the scope and otv-s190 occurred when the end of the scope-connector socket buckled. As a result, it is considered that the scope could not be detected normally by otv-s190, and the indicated event occurred. The terminal buckling of the scope connector socket is considered to be the event caused by the scope used in the combination. A complaint history was performed and found one similar complaint. Thus, we speculate that terminal buckling inside the scope-connector socket occurred in the following order: · when inserting the scope internal into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in otv-s190. · the terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. ¿ scope connector lock failure a similar previous complaint confirmed that when attempting to remove the scope without releasing the scope lock deforms the spring that operates the scope lock of the scope connector socket. Thus, it was speculated that the failure to properly remove the scope connectors made the scope-locking mechanism of the video connector socket incapable of functioning normally.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. During evaluation a "e315 unsupported scope" was observed due to bent pin (top row #2 from right) in video connector. The video connector latch worn out causing poor connection. The instruction manual states ¿ never apply excessive force to connectors. This could damage the connectors. Properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result.¿

Event description:
The service center was informed that during preparation for use, an e315 unsupported scope error¿ was observed on the video processor. Multiple camera heads were attempted with the processor and all prompted the same error. The processor connection socket was inspected for dirt or damage on the pins within the socket area and abnormalities were noted. The processor was replaced and the error code was resolved on the camera heads. There was no patient involvement reported.